Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reports no complaint against the device on the right side. The device remains implanted. Additionally, healthcare professional later reported "pain and sting pain", "concern about allergan news", "small collection of homogenous fluid" and "echo graphic aspect suggesting seroma" on the right side. The device remains implanted.

Event description:
Patient reported right side "pain and sting pain", "concern about allergan news", "small collection of homogenous fluid", "echo graphic aspect suggesting seroma", "less pericapsular fluid", "extracapsular fluid in the infero quadrant". The device remains implanted.

Event description:
Patient reported right side "pain and sting pain", "concern about allergan news", "small collection of homogenous fluid", "echo graphic aspect suggesting seroma", "less pericapsular fluid", "extracapsular fluid in the infero quadrant", late seroma. The device remains implanted.